Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of ¿OEM labels missing¿ was reproduced. Evaluation confirmed the reported symptom of a missing direction of flow shim while performing a visual inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a missing direction of flow shim. The case shimming is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the OEM labels missing. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.